Event description:
On (B)(6) 2015, the reporter contacted animas alleging an inaccurate delivery issue with the pump. It was noted that the health care company returned the pump because the patient experienced hypoglycemia and hyperglycemia. It was noted the health care provider (hcp) was not sure if the alleged adverse event was caused by a pump malfunction. The patient reportedly was not comfortable using the pump due to the hypoglycemia and hyperglycemia event and therefore wanted a new pump. This complaint is being reported because the patient experienced hypoglycemia and hyperglycemia. It was unknown whether or not the pump was a contributing factor to the reported issue. Animas customer technical support (cts) has made multiple attempts to follow to obtain additional information regarding this incident and has been unsuccessful. There were no blood glucose (bg) measurements or symptoms provided at the time of the reported incident.

Manufacturer narrative:
Follow-up #1: date of submission 08/18/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the last bolus delivery and the last bolus delivery was on (B)(6) 2015. A review the black box revealed an unexplained power on reset event on (B)(6) 2015 at 11:27; deliveries resumed on (B)(6) 2015 16:33. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The battery cap and cartridge cap were not returned; therefore, test caps were used to complete testing. The pump passed the delivery accuracy test and was found to be delivering within required range and delivering accurately. There were no errors, alarms or warnings that occurred during the 24 hour duration test. The reported complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).